Manufacturer narrative:
Based on the available information the device will not be returned, therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Drill glenoid bit broke during shoulder replacement case. Snapped off outside the patient's body. Surgery was completed with another drill bit. Additional information received on 11/08: delay, approx. 2 minutes, to retrieve the broken piece. Drill bit was not actually in bone (glenoid); likely cause was that the surgeon had not fully aligned the drill shaft with the drill guide, and had engaged the motor of the drill, resulting in the drill bit catching in the drill guide and breaking. There are extra drill bits in the set - one of these was used to complete the task.

Event description:
Drill glenoid bit broke during shoulder replacement case. Snapped off outside the patient's body. Surgery was completed with another drill bit. Additional information received on 11/08: delay, approx. 2 minutes, to retrieve the broken piece. Drill bit was not actually in bone (glenoid); likely cause was that the surgeon had not fully aligned the drill shaft with the drill guide, and had engaged the motor of the drill, resulting in the drill bit catching in the drill guide and breaking. There are extra drill bits in the set - one of these was used to complete the task.

Manufacturer narrative:
The reported event could be confirmed since the device picture was available and matches the alleged failure mode. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.